Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. One device and several photos were returned for analysis. A visual test was performed, and the reported issue was confirmed. A piece of the connector was detected. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated in the report that yellow debris was mixed into the syringe while filling the drug solution. This occurred during priming. There was no patient involvement, and no patient harm/adverse event reported.